Event description:
Litigation papers allege the pt was revised to address hip pain. Litigation papers further allege that after revision surgery and implantation of another depuy device, the pt dislocated. The pt has had constant and intense pain in his left hip, and loud clicking and grinding.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.